Manufacturer narrative:
The customer provided the hygiene microbiological investigation (hmi) results. Culture from environmental sampling fluid biological material. Device ( operation channel) tested positive with the following: (B)(6) 2022- tested positive to acinetobacter baumannii 34 cfu/ml. (B)(6) 2022 tested positive to acinetobacter baumannii 24 cfu/ml . (B)(6) 2022 tested positive to acinetobacter baumannii 30 cfu/ml . The subject device was then sent to olympus third party for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed (performed a culture test samples from endoscopes in accordance with rki-bfarm-guideline). All channels found no detection of microorganism. The results are conform in accordance with "rki-bfarm-guideline." The device was returned and received at regional repair center (rrc) olympus for device evaluation. Device evaluation, the following defects/findings were identified : due to wear of forceps elevator (fe) lever, up/down knob cannot be locked securely. Air/water (a/w) cylinder has discoloration. Scope body (s-body) has a crack. Universal cord has a scratch and deformed. Switch 1 (sw1) has a cut. El-connector has corrosion. Due to a pinhole on ch-tube, water tightness is lost. Due to damage on ultrasonic probe, displayed ultrasound image is defective with missing elements. Due to damage on acoustic lens, displayed ultrasound image is defective. Acoustic lens damaged. Adhesive on a-rubber has a chip. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Below are information on customers cds checklist: cleaning, disinfection, and sterilization (cds). Aer/ewd reprocessor: not tested. Model name: steelco ew2. Detergent name: neodisher sc. Disinfectant name: neodisher acido peracetico. Pre-cleaning: aspiration of water through the instrument/suction channel. Flushing channels : air/water (a/w) channel. Detergent used : cidezyme. Manual cleaning : brush points: instrument / suction channel , suction cylinder , instrument channel port, distal end areas around elevator. Brush model: no provided. Manual disinfection not performed. Sterilization on scope not performed. Scope storage: steelco ed200. Scope maintenance by : olympus. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported , customer stated "after three culture samplings it is still gram positive. Positive to culture tests ". No harm was reported. The customer did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.